Event description:
It was reported that during a hemicolectomy procedure, the distal staples were partially formed. The surgeon indicated it was possible the tissue was too thick for the blue reload. A new device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.